Event description:
Home patient (hp) reports calling baxter technical service center for assistance noting hp "accidently contaminated" self after disconnecting from the homechoice device during apd treatment. Baxter technician assisted hp in restarting with new supplies and continuing treatment. Hp notified rn and notes no pt injury or medical intervention required as a result of incident.